Event description:
It was reported that the patient presented in the clinic for routine follow up. The pulse generator exhibited backup vvi mode. The patient had radiation therapy at the end of january. After a device software download, normal device function resumed.